Event description:
It was reported that the patient was near a friend who used an electric wheel chair and when she turned it on (she was 4-5 feet away) she felt a tingling sensation where the lead is in her body. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3889-33, lot# va0thm6, implanted: 2015 (B)(6); product type lead product ID neu_ptm_prog, serial# unknown; product type programmer, patient. (B)(6).